Event description:
Boston scientific received information that this device was unable to be interrogated and daily measurements were no longer being displayed. Boston scientific technical services (ts) recommended replacement of the device. The device was explanted and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The clinical observation unable to perform interrogation of the device was not confirmed by analysis. However, the observation of daily measurements not being displayed was confirmed and no defibrillation therapy available was found. The device stopped performing daily measurements and lost the ability to deliver shocking therapy as the result of a logic error corruption that locked up the device system's active process.

Manufacturer narrative:
The explanted device was returned for analysis. Analysis is currently ongoing and this report will be updated upon completion.